Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as blisters on their back. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the blisters. The patient¿s nurses applied a dressing on the affected area while they were in the hospital for the blisters. Follow up indicated that the blisters improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.